Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cutoff standard (20 miu/ml) and high-hcg clinical urine samples (213.7-231.3 iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Please note, per the package insert, this device detects the presence of hcg at the sensitivity of 20 miu/ml in urine. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, negative results were obtained on the consult hcg urine cassettes. Customer stated that when patients used the over-the-counter first response early detection device at home, positive results were obtained. The patients were requested to return 48 hours later for a repeat test, at which time, the consult hcg urine cassette obtained positive results. No confirmatory testing was performed. It is unknown how many patients received false negative results. The facility does not provide treatment to patients; therefore, no treatment was provided. Although it was requested, no further patient information could be provided. Troubleshooting was attempted with the customer. The customer did not want to troubleshoot further.